Manufacturer narrative:
Extension: model 37085-60, serial # (B)(4), implanted: 2010 (B)(6), explanted: unknown. Recharger: model 37651, serial # (B)(4).

Manufacturer narrative:
Lead model 3389s-40 lot #v484000 implanted: (B)(6) 2010 explanted: na; lead model 3389s-40 lot #v484000 implanted: (B)(6) 2010 explanted: na; extension model 37085-60 (B)(4) implanted: (B)(6) 2010 explanted: na; programmer model 37642 (B)(4).

Event description:
It was reported that the stimulation is turning off. It was not known if the therapy was cutting out or if the device was actually confirmed to be off. Additional information has been requested, but was not available as of the date of this report

Event description:
Follow up information received reported that the patient had no problem charging his device but was somehow turned off. There was no record of usage of the device by the patient prior to (B)(6), 2011 but has had the neurostimulator on since that date. The patient did have high settings (7.2 volts for the right side and 2.1 volts for the left). It was felt that the patient may have had a subpar device surgery. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3389s-40, lot# v484000, implanted: (B)(6) 2010, product type: lead. Product ID 3389s-40, lot# v484000, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information stated the patient had a loss of therapeutic effect and their device did not work. It was reported the patient had been visiting their healthcare provider once a month for five months for programming since their implant surgery. Reportedly, one of the patient's leads was "scrunched up like a candy wrapper" and no voltage was getting through. It was also stated the patient switched doctors and reportedly the second doctor did a cat scan and stated that one lead was completely compromised and the other lead was completely out of place. It was reported a surgeon stated the lead had migrated an inch and told the patient there would be issues if the lead migrated another inch, so he wanted to watch the migration. It was noted that another cat scan had been done since then and the lead hadn't migrated to the point where surgery was required. It was stated the patient's tunneling behind their ear to the place where the lead was located was not done correctly. The patient reported no falls or trauma since the device was implanted and the patient's device was completely turned off at the time of report. It was noted the patient's device had used to turn itself off "all of the time" and the reprogramming was not helping. Reportedly, the patient's healthcare provider said a surgery to reverse the device issues would be too dangerous. It was stated the patient would "freeze up" and had stiffness but he did not have tremors. The patient reportedly thought a manufacturer representative said the lead was not implanted deep enough.

Event description:
Additional information received indicated that the company representative met with the patient and provided pt programmer instructional dvd on the patient programmer. The patient was asked to keep a log if problem occurs again. It was also recommended that a MRI be performed to check lead position. If additional information is received, a follow-up report will be sent.